Event description:
In 2005, the patient contacted lifescan alleging that her one touch ultra meter was readign inaccurately high. The medical affairs specialist spoke with the patient in 2005 to verify and obtain information. The patient takes regular insulin by sliding scale 3 to 4 times a day based on her meter readings. She was hospitalized and being treated with steroid medication for emphyzema when she called lifescan customer service in 2005. Treatment with steroid medication likely contributed to the patient experiencing higher blood glucose levels than usual. The patient tested with the reported meter while in the hospital and obtained results of 411 and 384 mg/dl compared to a result of approximately 210 mg/dl on the hospital meter; the tests were conducted within 10 minutes of each other. The patient was given 4 units of regular insulin based on the hospital meter reading. The nurse advised the aptient that something was wrong with the reported meter. An error 2 message prompted while the customer care representative walked the patient through inserting a new test strip into the meter test strip port. An error 2 message can indicate a problem with the meter. A control solution test was not completed. The error 2 prompt was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is being reported due to the unresolved error 2 prompt. There is no indication of adverse event. The patient was hospitalized for emphysema. Her diabetes was treated during the hospitalization based on the hospital meter readings.